Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right knee surgery, the surgeon tapped on the handle with the provisional, which resulted in the provisional cracking and breaking. There was no consequences or impact to the patient.

Manufacturer narrative:
The returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. The root cause of failure is due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.